Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report developing a bacterial infection and had the implantable cardioverter defibrillator (ICD) system removed. The system was not replaced. No further patient complications have been reported as a result of this event.